Event description:
The user facility reported a 83-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on support due to needing additional support. While on support, there were placement signal alarms. An echocardiogram (echo) was used to confirm the position. The imaging showed the inlet measured 3.8 centimeters from the aortic valve. However, the pump continued to alarm ¿placement signal low¿. The pump appeared to have been caught in the papillary muscle. The pump position was pulled back until resolution of the alarm. In attempt to pull back another half centimeter, the pump was unable to be seen on echo. The pump appeared to be in the aorta yet alarm ¿impella position in ventricle¿ was observed. The ultimate decision was made to explant the device as crossing the valve bedside was unsuccessful.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. No kink, biomaterial or other damages were observed. The cause of the optical signal issue was most likely patient condition related per field investigation and log review.